Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report that the receiver is showing the initializing screen without a manual restart on (B)(6) 2015. The patient did not report any injury or medical intervention. No additional event or patient information is available. The complaint device was not returned for evaluation. The data was reviewed on (B)(6) 2015; however, did not include the date of issue. Therefore, the reported event of initializing screen without manual restart could not be confirmed. The root cause could not be determined.